Manufacturer narrative:
The subject device remained implanted.

Event description:
It was reported that a double catheter technique was performed to treat unruptured carotid-posterior communicating artery (ic-pc) aneurysm. The operator detached the subject coil and when trying to retract the microcatheter using another company guidewire, the distal part of the coil was stuck inside the microcatheter. Multiple attempts were made to push the coil out with a guidewire; however, was not successful. The operator then decided to deploy a stent in order to retract the microcatheter by pressing the coil between the stent and blood vessel wall. The coil was implanted inside the aneurysm successfully. There were no patient consequences reported to the patient.

Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted and was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the subject target coil inspected and confirmed to be in a good condition during and after unpacking and preparation, the device was prepared as per the dfu and continuous flush was maintained. An atlas stent was placed and the microcatheter was retracted by pressing the coil between the stent and blood vessel wall. While there are a number of potential causes for the reported coil difficult to remove or withdraw from catheter, but because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned. The reported issue of patient medical or surgical intervention required is a known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that a double catheter technique was performed to treat unruptured carotid-posterior communicating artery (ic-pc) aneurysm. The operator detached the subject coil and when trying to retract the microcatheter using another company guidewire, the distal part of the coil was stuck inside the microcatheter. Multiple attempts were made to push the coil out with a guidewire; however, was not successful. The operator then decided to deploy a stent in order to retract the microcatheter by pressing the coil between the stent and blood vessel wall. The coil was implanted inside the aneurysm successfully. There were no patient consequences reported to the patient.